Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the react-71 catheter was returned for analysis within a shipping box, a sealed pouch, and a plastic bio-pouch. ¿ damage location details: no damages were found with the react-71 catheter hub. The react-71 catheter body was found stretched at ~27.0cm from the catheter distal tip. No damages were found with the react-71 catheter distal tip. No breaks or separations were found with the react-71 catheter. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed as no breaks or separations were found with the returned react-71 catheter. Regarding the customer¿s ¿catheter resistance¿ report, the issue was confirmed. Resistance during retrieval of the solitaire device can occur if the react-71 catheter body is damaged (stretched). The react-71 catheter body can become stretched during navigation or retrieval. H6. Coding updated based on analysis results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported ther was resistance of the solitaire in the distal section of the react catheter.

Event description:
Medtronic received a report that during an m1 thrombectomy in a strongly angled m1, a solitaire x stent retriever was used and react was advanced to clot site. The react seemed sticky on retrieval and on removal it was noted the react was partially fractured. There was catheter separation/break during use. There was friction or difficulty during injection. There was no surgical or medicinal intervention required. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for m1 thrombectomy. It was noted the patient's vessel tortuosity was moderate. The access vessel was the internal carotid artery (ica)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.